Event description:
It was reported that the asymptomatic patient exhibited competitive atrial pacing which caused inappropriate automatic mode switch. The device was reprogrammed. The patient will continue to be monitored normally.